Manufacturer narrative:
The account's biomed replaced the siderail to repair the bed.

Event description:
The account's biomed stated that the siderail is bent which is affecting the latching but no other bed functions.